Event description:
Information received from a healthcare provider (hcp) reported that the patient's implantable neurostimulator (ins) was not providing coverage like it used to. It was reported that a manufacturer representative had done multiple reprogramming sessions and was unable to program the coverage that the patient needs. The hcp stated that the patient needed an MRI scan for neurosurgery consultation. A possible ins replacement was discussed. Additional information received from a manufacturer representative on (B)(6) 2016 reported that the loss of coverage started on (B)(6) 2016 and the patient was experiencing pain in their left leg. It was reported that now the patient's right leg was hurting and the manufacturer representative couldn't get coverage for the patient's right leg or back. The cause of the loss of coverage wasn't determined, but the manufacturer representative thought it could possibly be due to sub-optimal lead placement. It was noted that reprogramming was attempted to resolve the issue. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.